Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed a frayed cable at the distal idlers pulley. The frayed cable section was approximately 0.08 in length. There was also slight damage on the pulley. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
During a da vinci si surgical procedure, the user facility identified a frayed cable on the mega suturecut needle driver instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.